Event description:
Caster broke while moving the device from storage spot to patient room. Examination of the wheel indicated that the stud supporting the caster was made of "pot" metal and did not appear to be of sufficient strength to be used on equipment that could be transporting critically ill neonates.======================health professional's impression.======================broken wheel rendered the device unsafe for pt use.======================manufacturer response for infant recussitation/warming device, (brand not provided) (per site reporter).======================all 4 casters changed as a precautionary practice.